Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted to treat an unknown lesion in the left coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon prior to reaching the target lesion. The stent dislodged in the proximal circumflex coronary artery and left main coronary artery. Details of the stent dislodgement are unknown at this time. Attempts to retrieve the undeployed stent were unsuccessful. Subsequently, the pt was sent for emergent coronary bypass surgery. The pt post surgery was transferred from the intensive care unit to telemetry. There is no further info available at this time, despite repeated attempts to obtain the info from the user facility. There was no add'l clinical sequelae reported relative to the event.